Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. This can affect the conductive rubber contacts as well. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. Initial reporter occupation is lay patient/consumer. The investigation is ongoing.

Event description:
We have received an allegation of a display issue with a coaguchek xs meter. The patient has reported the meter displayed a code key of 481 when the actual code key is 461. The patient performed a display check and all segments were displayed. The patient inserted a test strip into the meter and the code 481 was displayed. Also, the meter's time was flashing "478 and then 978."